Manufacturer narrative:
(B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10247692. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: select plus 150/5 cm (606s255x/15964784); new microcatheter (details unknown). This is 1 of 2 reports associated with (B)(4).

Event description:
The enterprise stent (enf452212/10247692) would not advance in the prowler select+ str microcatheter (606s255x/15964784) after insertion into hub. There was no adverse event reported and the components will be returned for analysis. The stent and microcatheter were removed together as a unit. There were no damages noted on the stent or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. Another microcatheter (details unknown) was used to complete the procedure. The target vessel was lt. Ica which was tortuous but not calcified.

Manufacturer narrative:
The enterprise stent (enf452212/10247692) would not advance in the prowler select plus str microcatheter (606s255x/15964784) after insertion into hub. There was no adverse event reported. The stent and microcatheter were removed together as a unit. There were no damages noted on the stent or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. Another microcatheter (details unknown) was used to complete the procedure. The target vessel was the left internal carotid artery which was tortuous but not calcified. One non sterile enterprise stent was received deployed into a plastic bag without any visual damage. The delivery wire and the introducer tube were not returned for analysis. No anomalies were observed on the received unit. The enterprise stent was inspected under a microscope and no damaged was found. The functional analysis for insertion of the enterprise into a microcatheter could not be performed since only the stent was received. Analysis of the concomitant prowler microcatheter found a compressed area at the distal end, which if present during procedural use, may have contributed to the event. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10247692. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to insert the enterprise system could not be evaluated since only the stent was received deployed without the delivery system. With review of the reported information, no root cause conclusion can be made. The stent did not present with any manufacturing defect or anomaly that could contributed to the event as reported. With review of the subcomponent and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.